Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Treatment resolved the dka. There were no alarms prior to the hospitalization and no pump issues were observed. The pump was delivering boluses successfully and there were no alleged pump issues. The customer alleged that a bolus via the pump did not work as quickly on lowering bg after a meal compared to insulin that was delivered via manual injection. Tandem technical support advised the customer to discuss with a healthcare provider (hcp) the best timing to deliver a food bolus. The customer acknowledged the advice and reportedly met with a hcp.